Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient's health status was unknown.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Final analysis found battery voltage and current within normal range when received. No anomalies were detected.